Manufacturer narrative:
The device was not returned for analysis. As reported, the ¿deployment sheath¿ of a 5f mynx control vascular closure device (vcd) frayed when it was being attempted to advance through the sheath valve (unknown). In addition, its sealant was also exposed before entering the body. Hemostasis was achieved by using a second mynx device. There was no reported patient injury. The device will not be returned for evaluation as it was already discarded due to potential infectious disease. The device was used in a peripheral intervention. The user was mynx certified. The device was prepped per IFU. A 5f non-cordis sheath was used in the procedure. The device was removed intact from the package. There was no presence of pvd/calcium in the vicinity of the puncture site. The access site vessel was also not tortuous. The patient was not morbidly obese, and the bmi was not greater than 40 kg/m2. There was no unusual force used during insertion of the device. The hospitalization was not extended. No additional information is available. The product was not returned for analysis. A product history record (phr) review of lot f2102202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control sealant sleeves-frayed/split/torn-in patient and deployment difficulty- premature¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. With the limited information provided and no product return, it is impossible to determine what factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, it could prevent the device from being inserted into the procedural sheath and expose the sealant prematurely. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously¿ the IFU also instructs to insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath. Neither the phr review nor the information provided suggests that the reported events are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the ¿deployment sheath¿ of a 5f mynx control vascular closure device (vcd) frayed when it was being attempted to advance through the sheath valve (unknown). In addition, its sealant was also exposed before entering the body. Hemostasis was achieved by using a second mynx device. There was no reported patient injury. The device will not be returned for evaluation as it was already discarded due to potential infectious disease. The device was used in a peripheral intervention. The user was mynx certified. The device was prepped per IFU. A 5f non-cordis sheath was used in the procedure. The device was removed intact from the package. There was no presence of pvd/calcium in the vicinity of the puncture site. The access site vessel was also not tortuous. The patient was not morbidly obese and the bmi was not greater than 40 kg/m2. There was no unusual force used during insertion of the device. The hospitalization was not extended. No additional information is available.